Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for spinal pain indications. It was reported that the reason of the call was the patient stated that their device wasn't working right and they were seeing "not found communicator" message. The patient saw searching for pump and retrieving pump settings but was stuck at 90%. The patient also confirmed only seeing blinking blue light on the communicator. The agent tried walking the patient through troubleshooting steps but the call suddenly got disconnected. The agent tried calling the patient back but it routed to voicemail. The agent left a voicemail instead. Additional information received indicated that the patient called back and repeated previously documented information. The agent assisted that patient in deleting the data. The patient was able to connect to the pump with no lag. The patient stated seeing 6 boluses remaining and a lockout screen.

Manufacturer narrative:
H7 and h9 correction: recall and notification were selected. Correction number was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the patient did not have a specific date that the event was first observed, but the day after it was put in, the patient noticed it was stopping at 90%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.